Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient's blood glucose on an unknown date was 450 mg/dl with unspecified ketones, extreme thirst, excess urination, and symptoms of dehydration. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they discontinued pump therapy, and the pump's delivery settings were not recently changed by a healthcare provider. A no-power issue was reportedly experienced on (B)(6) 2017. This complaint is being reported because the reported health event was attributed to an alleged device malfunction.

Manufacturer narrative:
Device evaluation: the pump has been returned to animas and evaluated on 08/10/2017 with the following findings: the pump¿s black box showed that there was an unacknowledged call service alarm on (B)(6) 2017 at 23:32. The alarm went unacknowledged until the pump rebooted. No damage was found to the returned battery cap or battery compartment. The pump was exercised for 24 hours with no issues. The recorded total daily doses added up to the expected values.